Event description:
It was reported that the catheter was in situ for 12 days, at which time the wings fell off during cleaning with chlorhexidine. As a results, the catheter was removed, but not replaced. The insertion site was the brachial artery. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.